Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. It was noted that the versacross rf wire did not puncture the septum. Hence, the wire was replaced, and it worked fine. The procedure was completed successfully. No patient complications occurred. Product is not returning for analysis.